Event description:
It was reported in the journal of neurointerventional surgery a patient with 95% stenosis of the distal v4 segment of the right vertebral artery underwent angioplasty followed by stenting of the distal right vertebral artery. Excellent blood flow was achieved and the patient remained asymptomatic following the procedure. Digital subtraction angiography taken during a follow-up appointment four months post-procedure demonstrated 40% restenosis of the stented v4 segment of the right vertebral artery. No additional intervention was performed as the patient remained asymptomatic.

Event description:
It was reported in the journal of neurointerventional surgery a patient with 95% stenosis of the distal v4 segment of the right vertebral artery underwent angioplasty followed by stenting of the distal right veterbral artery. Excellent blood flow was achieved and the patient remained asymptomatic following the procedure. Digital subtraction angiography taken during a follow-up appointment four months post-procedure demonstrated 40% restenosis of the stented v4 segment of the right verterbral artery. No additional intervention was performed as the patient remained asymptomatic.

Manufacturer narrative:
Age at time of event: exact age of the patient is unknown, however patient was reported to be in (B)(6).

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and the complication of developing a pseudoaneurysm are both known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.